Event description:
It was reported that the right atrial (ra) lead had high thresholds and was causing diaphragm stimulation and phrenic nerve stimulation. The lead was reprogrammed and turned off. No further patient complications have been reported as a result of this event.